Event description:
Based on data from the annual report of the dutch arthroplasty registry (lroi), several revision surgeries have been reported in netherlands, following the use of the smith+nephew prostheses outlined below in primary tha procedures: 1. Lroi ¿ netherlands: annual report: oxinium femoral head: a total of eleven thousand seven hundred eighty-five (11,785) hips underwent primary tha procedures between 2007 and 31-dec-2016. From these, two hundred sixty-two (262) hips were later revised due to the following complications: sixty (60) due to dislocation, thirty-nine (39) due to loosening of acetabulum, thirty-five (35) due to infection, sixty-nine (69) due to loosening of femur, fifty-nine (59) due to periprosthetic fracture, nine (9) due to cup/liner wear, nine (9) due to girdlestone, two (2) due to periarticular ossification, and thirty-nine (39) due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure.

Manufacturer narrative:
Reporting quarter: 1 (january 1 - march 31, 2026) doi source: 10.1080/17453674.2017.1405669. Summary of adverse events: it was reported that, in the dutch arthroplasty registry (lroi) from the netherlands, a total of eleven thousand seven hundred eighty-five (11,785) hips underwent primary tha procedures between 2007 and 31-dec-2016, using an oxinium femoral head. From these, two hundred sixty-two (262) hips were later revised due to the following complications: sixty (60) due to dislocation, thirty-nine (39) due to loosening of acetabulum, thirty-five (35) due to infection, sixty-nine (69) due to loosening of femur, fifty-nine (59) due to periprosthetic fracture, nine (9) due to cup/liner wear, nine (9) due to girdlestone, two (2) due to periarticular ossification, and thirty-nine (39) due to other-unknown reasons. It should be noted that multiple reasons may be listed for one revision procedure. Timeframe of registry data: implantations conducted in the netherlands between 2007 and 31-dec-2016. Analysis conducted: based on the most recent safety and performance evaluation, the oxinium femoral heads presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. According to this registry report, a total of eleven thousand seven hundred eighty-five (11,785) primary tha procedures with an oxinium femoral head have been performed in the netherlands between 2007 and 31-dec-2016. From these, two hundred sixty-two (262) hips underwent revision surgery. The cumulative revision rates of oxinium femoral heads during primary tha captured in the publication by peters et al. Were in line with all other pooled bearings, when considering the confidence intervals at 5 and 9 years of follow-up. The following cumulative revision rates per bearing surface type with 95% confidence intervals are presented in this report: 1. Metal-on-polyethylene (mope). - at 5th postoperative year: 2.7% (2.5%¿2.9%) . - at 9th postoperative year: 3.9% (3.6%¿4.2%) . 2. Metal-on-highly cross-linked polyethylene (mohxlpe). At 5th postoperative year: 3.3% (3.1%¿3.5%) . At 9th postoperative year: 4.2% (3.8%¿4.6%) . 3. Ceramic-on-polyethylene (cope). At 5th postoperative year: 3.0% (2.8%¿3.2%) . At 9th postoperative year: 4.0% (3.7%¿4.3%). . 4. Ceramic-on-highly cross-linked polyethylene (cohxlpe). At 5th postoperative year: 2.9% (2.7%¿3.0%) . At 9th postoperative year: 4.0% (3.6%¿4.4%) . 5. Ceramic-on-ceramic (coc). At 5th postoperative year: 2.8% (2.5%¿3.0%) . At 9th postoperative year: 4.1% (3.4%¿4.9%) . 6. Oxidized-zirconium-on-highly cross-linked polyethylene (ox(hxl)pe). At 5th postoperative year: 2.5% (2.2%¿2.8%). At 9th postoperative year: 3.5% (3.0%¿4.1%) . Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. Additional action(s) taken: no additional actions are deemed necessary at this time. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.